Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient had developed a red and itchy rash under the front therapy electrode pad and on his back under the electrode belt cable. The patient's doctor prescribed a monova cream for the rash. Follow-up indicated that the rash was improving.